Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips the pads cable does not fit the m3713a pads which the customer used to attempt to shock a patient during a life-threatening emergency treatment. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the pads cable does not fit the m3713a pads which the customer used to attempt to shock a patient during a life-threatening emergency treatment. The end user changed to a new pads cable and was able to deliver a shock. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer reported the cable "looked broken" and was not able to fit with pads. The involved pads cable was sent to the philips failure analysis lab. The philips failure analysis lab stated there was no fault found with this pads adapter cable. The pins were found not to be damaged or bent. The cable was recognized by a dfm100 defibrillator and functioned as expected. The problem was customer misunderstanding of the use of the device and related accessories. This pad connector cable is not compatible with the heartstart xl device. The heartstart xl instructions for use (IFU) recommends using the following pad cables and adapters with heartstart xl devices: m3713a, m3716a, m3717a, m3718a, m3719a, m3508a, and m3725a. No damage was noted on this pad adapter cable. The problem was customer misunderstanding of the use of the device and related accessories. This pad connector cable is not compatible with the heartstart xl device. The defibrillator remain at the customer site. The pad connector cable was scrapped after evaluation.